Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the office with complaints of diaphragmatic pacing. The device was reprogrammed by decreasing the left ventricular (lv) lead amplitude and increasing the lv lead pulse width. It was noted that the diaphragmatic pacing could not be reproduced after the lv lead changes. One week later, the patient came in for a follow up visit. The patient noted feeling the diaphragmatic pacing constantly despite the previous changes. The lv lead was reprogrammed with changes to the lv pace polarity, amplitude and pulse width. It was noted that the lv lead was temporarily paced at the highest outputs and the patient could not feel diaphragmatic stimulation. No further problems were noted with diaphragmatic pacing. The lv lead remains in use. The patient is a participant in (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.